Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture due to dislodgement. This lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.